Manufacturer narrative:
.

Event description:
It was reported that high capture thresholds were observed on the left ventricular lead. The lead was capped and replaced with an epicardial lead during a device change-out procedure. The patients condition was noted to be good both before and after the procedure.